Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct implantation date (d.6a) is (B)(6) 2012; not (B)(6) 2023, as previously reported.